Event description:
It was reported that following recent weight loss, the patient experienced pain at the IPG site. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein the IPG was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.